Event description:
At the end of the thrombolysis in the cavernous internal carotid artery (ica), approximately 15cm of the guidewire broke off and was removed from the patient with the microcatheter as one unit. The procedure was completed using another of the same device. There was no clinical consequence to the patient.

Event description:
At the end of the thrombolysis in the cavernous internal carotid artery (ica), approximately 15cm of the guidewire broke off and was removed from the patient with the microcatheter as one unit. The procedure was completed using another of the same device. There was no clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned device found that the guidewire was fractured on the distal poly tip located at 51.3 cm from the distal end and approximately 5 cm of poly tip was separated from the distal poly tip 34cm overall length. The proximal section approximately 153.7cm of the wire was not returned. Further investigation of the fracture site using scanning electron microscopy (sem) revealed that failure site exhibited a fibrous appearance which is evident of bending action and fatigue striations (beach marks) indicative of a cyclic overload. No material anomalies were found. The fracture occurred due to a fatigue (bending cyclic event). Based on the investigation results and the information provided, there was no indication that the device was not used as in accordance with the labeling. The separation of the guidewire was likely caused by some difficulties encountered in an attempt to advance the guidewire through the thrombus and the distal tip could have suffer a prolapsed causing a bending cyclic event, which consequently could have caused a fracture on the poly tip. Therefore, a root cause related to operational context has been assigned to this event as procedural/anatomical factors encountered during the procedure limited the performance of the device, which met all required specifications.